Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's ipg was close to the skin and patient experienced discomfort at the ipg site. As a result, patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was relocated. The discomfort resolved postoperatively.